Event description:
A caller reported encountering an error with the continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing guidance on performing a complete pump reset, after which the cgm error did not reappear, allowing the customer to successfully start their sensor session.